Event description:
Literature was reviewed regarding outflow graft stenosis in a patient with a left ventricular assist device (vad). The authors described a patient who was admitted to the hospital due to temporary memory loss and inability to speak. Log file analysis showed a decrease in power and flows of the vad during the previous fifteen-day period. Computed tomography angiography (cta) showed a stenosis at the anastomosis of the outflow graft with kinking. A stent was placed and the power and flow returned to normal. The devices remain in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system - outflow graft d4: model #: unk / catalog #: unk / expiration date: unk if unknown> / serial or lot#: unk d10: no h4: mfg date: unk h5: yes, this information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: unusual treatment of unusual complication: stenting of left ventricular assist device outflow graft stenosis. Experimental and clinical transplantation. 2017. 1-2 doi: 10.6002/ect.2016.0356 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump with an unknown serial number was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue and the serial number is unknown. Log file analysis could not be performed since log files were not available for analysis. As a result, the reported low flow event could not be confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Outflow graft with unknown lot number was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue and the lot number is unknown. Visual evidence provided revealed outflow graft stenosis at the aortic anastomosis of the outflow canula. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system - outflow graft d4: model #: unk / catalog #: unk / expiration date: unk if unknown> / serial or lot#: unk d10: no h3: yes h4: mfg date: unk h5: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.